Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. Erratic impedance measurements and oversensing were observed with patient movement. System was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found inner and outer insulation abrasions at 11.8cm from connector pin. All 8 wires of the distal coil were fractured at this location. The damage found is consistent with friction to the ICD can. The reported sensing and impedance anomalies could occur due to the fractured distal coil.